Manufacturer narrative:
The report from the affiliate indicated that a pt was undergoing the coiling of a 4.5mm x 6.7mm distal unruptured aneurysm in the internal carotid artery. The physician was advancing the coil through the prowler 14 microcatheter, when the coil became stuck in the hub. The coil stretched out when it was pushed. The microcatheter had to be completely removed from the pt in order to remove the coil. The same microcatheter was then reshaped and reinserted into the pt. The procedure was successfully completed with gdc coils. There was no injury to the pt. This product is available for evaluation and testing; however, it has not been received as of today. Additional info will be submitted within 30 days of receipt.

Event description:
Coil unraveled.